Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an amplatzer valvular plug 3 and a 7f amplatzer torqvue 2 (tv2) delivery sheath were selected for procedure to close a septal paravalvular leak (pvl) in a previously implanted non-abbott mechanical mitral valve. An antegrade approach was used via transseptal puncture. Reportedly, the 7f tv2 delivery sheath was unable to be advanced successfully, and the leak was difficult to reach using a non-abbott introducer and non-abbott guidewire. The decision was made to replace the 7f tv2 delivery sheath with another 6f amplatzer torqvue 2 (tv2) delivery sheath over the wire. The 6f tv2 delivery sheath was also difficult to advance. The patient's blood pressure and oxygen dropped. Pericardial effusion occurred, and the patient flatlined. Reanimation was attempted, but ultimately the patient passed away. There was no kink or angulation noted in either the 7f tv2 or the 6f tv2, and patient was not reported to have tortuous anatomy. The hemostasis valve was used for both the 7f tv2 and the 6f tv2. The cause of the pericardial effusion was unknown, there was difficulty with advancing all mentioned devices through the patient's anatomy. Therefore this event is being conservatively reported for death as the cause is unknown.

Manufacturer narrative:
An event of unable to advance the delivery system to the implant site, pericardial effusion, and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.